Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the inflation was checked before placement on the patient, foley catheter balloon was fully inflated on only one side. Per investigator's notification received on 25mar2025, it was reported that difficult to deflate due to returned syringe was found during sample evaluation.

Manufacturer narrative:
The reported event was confirmed. Photo: received four (4) photo samples. All photo samples showcase an overview of an all-silicone foley catheter and its packaging. Visual: received one (1) used all-silicone foley catheter with syringe without original packaging. Visual inspection noted no obvious observations. Using the returned syringe, the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the balloon concentricity was observed to be 100:0 as compared to attachment 1 of tm0300903 (rev 3). Attempted to deflate balloon passively, however did not deflate under five (5) minutes. Using the in-house luer lock syringe, deflated balloon passively in under three (3) minutes with no cuffing or leaks noted, returning 10ml of solution. Product labeling was reviewed for this investigation. The reported event is addressed within the labeling for this investigation. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Initial reporter name: (B)(6). H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the inflation was checked before placement on the patient, foley catheter balloon was fully inflated on only one side. Per investigator's notification received on 25mar2025, it was reported that difficult to deflate due to returned syringe was found during sample evaluation.